Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed an a second proglide was attempted with the same results. Hemostasis was achieved using a non-abbott device. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Device #1: part # 12673-03, lot # 87008-6h indicated is being filed under a separate medwatch MFR number. Improper or incorrect procedure or method - pt selection; failure to follow steps. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.